Event description:
Trachea of pt was perforated during intubation. The endotracheal tube is a 2.5 sheridan/ped-soft. It was the opinion of the pathologist performing the autopsy that the tip may be too sharp.